Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The device was returned to olympus for inspection however, a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use in: ¿chapter 3 preparation and inspection _ 3.7 inspection of functionality of endotherapy accessories and related equipment¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope displayed a coarse, flickering image during a therapeutic procedure while the patient was sedated. The images were described to be visible, but cloudy. The procedure was completed using the same device, and there was no report of patient/user harm.